Manufacturer narrative:
A possible root cause was determined. An ocd field engineer went to the customer site and determined that the probe was bent. Replacement of the probe has returned the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident. (B) (4).

Event description:
The customer reported that the probe was bent and dripping on the ortho provue analyzer. The customer also observed fluid on top of the gel card foil. The customer aborted testing and discontinued the use of the instrument. No erroneous results were reported. Probe drip may lead to dilution of sample/reagent, carry over and/ or cross contamination and erroneous results which could lead to transfusion of incompatible blood.